Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50e serial #: (B)(4) description: infinion 1x16 perc lead and splitter 2x8 kits the explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that during the patients trial procedure, one of the leads kept going anterior and was causing unwanted stimulation and discomfort. The physician decided to remove the lead and proceeded with using only one lead. No device malfunction was suspected. The patient was doing well postoperatively.